Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a watchman delivery system with the implant detached from the core wire and out of the sheath. Analysis of the implant, core wire, tip, sheath, and hub/valve included microscopic and visual inspection. Inspection revealed the frame was damaged (bent and compressed/flattened), and tip damage (tricuts slightly flared). Inspection of the rest of the device found no other damage or defect. The damaged frame was consistent with removal from the anatomy with a snare. The tip damage was consistent with implant deployment. The implant detachment from the core wire and implant embolization could not be confirmed as clinical circumstances could not be replicated.

Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The physician positioned the wds in the laa and deployed the closure device. Upon deployment the device was not attached to the core wire and embolized out of the laa. The closure device passed through the mitral valve and the aortic valve. The physician snared the device at the descending aorta and removed it from the patient. The patient experienced a brief state of hypotension and rhythm changes when the device had passed through the mitral valve. The patient did fine following these events and they were stable and recovering.

Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The physician positioned the wds in the laa and deployed the closure device. Upon deployment the device was not attached to the core wire and embolized out of the laa. The closure device passed through the mitral valve and the aortic valve. The physician snared the device at the descending aorta and removed it from the patient. The patient experienced a brief state of hypotension and rhythm changes when the device had passed through the mitral valve. The patient did fine following these events and they were stable and recovering.